Event description:
It was reported that during a ptca procedure, the guide wire was advancing through the guiding catheter and it broke in half. It appeared that the guide wire tip had became stuck in the guiding catheter and as the guide wire continued to be pushed, it crossed over itself, causing the device to separate. In order to retrieve the separated portion of the guide wire that was still located in the guiding catheter, a balloon was advanced and inflated inside the guiding catheter and all devices were removed as one unit.